Event description:
The patient came in reporting instability and the cause is unknown. About 1 year and 3 months after the primary surgery, the surgeon upsized the insert (from 10 to 14 mm) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 february 2024. Lot 2214991: (B)(4) items manufactured and released on 13-jul-2022. Expiration date: 2027-jun-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.